Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to af with rvr. At 09:44:30, the patient's rhythm was af with rvr @ 200 bpm. At 09:45:07, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was af with rvr at 200 bom with pvcs. The patient's post-shock rhythm was sinus tachycardia at 120 bpm with pvcs. From 09:53:15 to 10:01:36, the patient's rhythm was af with rvr @ 170-200 bpm with pvcs. The patient received six arrythmia alarms during this time period and the response buttons were pressed. The device was shutdown at 10:37:34. The patient passed away on (B)(6) 2022 at approximately 05:58 pm.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The last device downloaded flag data does not indication a device malfunction.